Event description:
It was reported that the universal small a.o. Quick connect drill attachments cannot be attached to the adapter anymore. It was also reported that the drill loosened intra-operatively. There was no report of pt injury, medical/surgical intervention or extended surgery time. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.